Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 7122q/52 lead implant date: on (B)(6) 2013, 1888tc/46 & 1458q/75 leads implant date: on (B)(6) 2013. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient was hospitalized and admitted to the intensive care unit for evaluation of stroke-like symptoms. The vad exhibited below normal power, low flows and low flow alarms. The patient also experienced nausea and vomiting was noted to have a neurological dysfunction with possible occlusion or obstruction in the vad. Laboratory findings included elevated lactic acid dehydrogenase (ldh) of 359 compared to baseline. Computed tomography (CT) scan of the head/brain was performed and was negative, will likely repeat to see if it was ischemic at end of the week. The patient was reported to be on anticoagulant therapy, compliant, and therapeutic. The vad remains in use. No further patient complications have been reported as a result of this event.